Event description:
During preparation for an endoscopic band ligation procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. During the loading process, the loading catheter was being used to pull the trigger cord through the accessory channel of the endoscope. Before the knot of the trigger cord exited the endoscope channel, the end of the loading catheter was reportedly broken. Another device was loaded onto the endoscope and used to perform the procedure. A section of the device did not detach inside the patient's body. The patient did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. Based on the date of this report, this product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.